Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, approximately 2 years 6 months 16 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient underwent a valve in valve procedure with a 29 mm sapien 3 ultra resilia valve due to stenosis. Once the 29 mm sapien 3 ultra resilia valve was successfully implanted, it was noted that the patient was doing well, and the mean gradient was 8 mmhg. Additional information was provided revealing approximately 2 years 6 months 2 days post tavr procedure with the 29 mm sapien 3 valve, the aortic valve area (ava) was noted to be 0.7 cm2 and the patient was presenting with shortness of breath. A transesophageal echocardiogram (tee) was performed approximately 2 days later which showed the peak gradient was 76 mmhg and the mean gradient was 51 mmhg. Imagery was available for evaluation. A review of the imagery revealed all three leaflets were calcified and thickened.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records and imagery provided for evaluation. A review of the imagery revealed all 3 valve leaflets were calcified and thickened. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the valve calcification that resulted in a valve in valve being performed to treat was confirmed based on the imagery provided. The available information suggests patient factors (hyperlipidemia) likely contributed to the event as the patient's medical history indicated the patient had hyperlipidemia. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.